Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was elevated as a result of the occlusions multiple time, but dates were not provided. Bg was was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy.